Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate investigation summary: customer returned (56) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the peen needles are bad. All returned pen needles were examined and 35 out of 56 returned pen needles exhibited a bent non patient end of the cannula. Also, 13 out of 56 samples exhibited a broken non patient end of the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related. The non patient end of the cannula was bent and broken during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time

Event description:
It was reported that at least one unspecified bd pen needle experienced difficult operation or was not working/functioning. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown . We received open 4mm, 32g pen needles without any packaging from an unknown cat number and an unknown lot number. We have purchased you needles product its very disturbing. To know this quantity of this product out of a few boxes are bad all the time.